Event description:
During a generator replacement surgery, the surgeon noticed a tear in the outer tubing/sheath of the lead and decided to put shunt tubing around it and secure with dermabond. Lead impedance values were ok prior to surgery and after replacement with the new generator. All diagnostics prior and post operation were ok. Per implant card, the lead impedance was marked as "ok" with "1801 ohms".